Manufacturer narrative:
Updated fields: b5, d8, h2, h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: unable to reproduce the event reported by the customer, so we cannot speculate on the cause of the problem. The event can be detected/prevented¿by following the instructions for use which state: fu document no.: ge9383 rev.: 10 section: ltf-s190-5/10 operation manual handling instructions and general precautions precaution for disappeared or frozen endoscopic image 3.8 inspection of the endoscopic system olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the flex deflectable videoscope had error e226. The issue was found during a laparoscopic cholecystectomy procedure that was completed with the same device. There were no reports of patient harm.